Manufacturer narrative:
This event occurred in (B)(6) . (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnt hs. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 18.21 ng/l. The operator noted that a previous sample from this patient had a value of > 1000 ng/l. The sample in question was then repeated on a different cobas 8000 analyzer, resulting as 1104 ng/l. The patient was not adversely affected. The tnt hs reagent lot number was 181799. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information.